Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1818701) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the mynxgrip vascular closure device (vcd) rupture. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of the mynxgrip vascular closure device (vcd) rupture. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and advancer tube were in the manufactured positions. The syringe was returned separate from the device. The introducer sheath was not returned for evaluation. It was found that no blood was observed on the surface of the returned device, and no saline or saline residue was observed in the inflation tube nor in the syringe, which indicated that the device had not been prepped with saline. The condition of the returned device does not match the description of the complaint. The balloon of the returned device was inflated with air and pressure was maintained. The balloon performed as intended per the mynx instructions for use (IFU). Visual inspection at high magnification showed that there was no saline or saline residue in the balloon of the returned device. A device history record (DHR) review of lot f1818701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon was able to hold pressure. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to this rupture reported since no issues were found during analysis. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.